Manufacturer narrative:
The complainant was unable to report the device upn and lot number. Therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, post procedure, a lesion was noted at the anterior vaginal wall approximately 3x2cm and well circumscribed. The cause of the lesion is unknown. It was treated with estrace cream.. Reportedly, there was no evidence of burn on the cervix and vagina. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.